Manufacturer narrative:
(B)(4). A partial UDI is being reported as the site could not verify the lot number of the incident device. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history records for both lot numbers identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from these lots. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the foot of the proglide device was difficult to retract. Three attempts at closing the lever were made before the foot successfully closed. The lot number of the proglide could not be determined and was either lot number 5100841 or 5102141. The sutures of another proglide device were successfully preplaced using the pre-close technique. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of the reported device and the second device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device and in the pre-close technique. No additional information was provided.